Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.

Event description:
New information noted that programming changes were performed. The patient was in stable condition.